Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 100 units of insulin during the load sequence. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer advised they would load a new cartridge and declined further troubleshooting.